Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: n/a. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: lot #: requested, unknown. D4: expiration date: unknown, as the involved product lot # was unknown. D4: UDI: no equivalent UDI. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: requested, unknown. E2: health professional: requested, unknown. E3: occupation: requested, unknown. G4: 510k: not available as per gudid. H4: device manufacture date: unknown, as the involved product lot # was unknown. The actual sample is not available for evaluation therefore the details of the actual condition of the sample in unable to be determined. Since the lot number is unknown, an evaluation was not performed. Our cannula is a supplied raw material that complies with iso 9626, particularly on stiffness and breakage. Prior to the supply of cannula (raw material) to the needle assembly process, qc conducts incoming inspection which includes dimensional inspection and verification of certificate of analysis according to material specification. A total of nine (9) complaints were received from the previous two fiscal years to the present for the same issue where the cause was not identified related to our product and production process. Representative samples of 102-n251s3 were subjected to simulation testing. The syringe with safety needle was punctured into the rubber cork. A manual cannula bending test was conducted wherein the needle was bent 45° from left to right forty (40) times. The safety sheath was activated until an audible click was heard indicating successful safety activation. Results, the needle did not break even after forty (40) times of bending and the cannula is fully engaged under the lock (sheath tooth). No irregularity was encountered during and after sheath activation. The root cause of the complaint could not be identified to be related to our production or manufacturing process. Our cannula is supplied with raw material that conforms to iso 9626, specifically on stiffness and breakage. We have a series of inspections from the needle assembly process to the outgoing process that check the conditions of the safety needles. Only lots that passed the inspection are allowed to be shipped. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the involved needle bent and broke when the nurse was securing it.